Event description:
On (B)(6) 2023, the customer alleged to medela llc via email that his wife's solo breast pump was experiencing a drop in suction, which resulted in her not being able to empty her breast. He also alleged that it resulted in milk stagnation and lead to mastitis. (B)(6) 2023, the husband called medela llc and alleged that the solo breast pump stopped suctioning and that they needed a replacement.

Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 9/18/2023, the customer responded that the pump still works but not as well as before. Additionally, the customer stated that his wife was diagnosed at an emergency clinic by an emergency physician and was prescribed antibiotics. He also stated that his wife had mastitis twice, once in (B)(6) and also at the beginning of (B)(6) , which is now resolved. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.